Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In the evening, the patient experienced severe pain in the lower abdomen. The following morning, a CT scan of the abdomen was performed. It was reported that the patient suffered duodenal perforation during peg tube insertion and subsequently developed peritonitis. The patient underwent laparotomy and was admitted to intensive care unit (ICU). The duopa therapy was paused. Patient was treated with intravenous antibiotics cefuroxime 1.5 gm intravenous (IV) and metronidazol 500 mg IV for peritonitis. The peg-j tubes would be replaced.